Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and was unable to verify the reported issue.  The battery pins, interface pcb assembly, interface pcb to system pcb flex cable assembly and interface pcb to lcd flex cable assembly were all replaced as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself on and off. No further details about the event were provided. There was no patient use associated with the reported event.